Event description:
It was reported that the pump usb port was damaged and loose. Additionally, it was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose level was 80 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Usb port issue was verified. Screen on issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.